Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open bleeding sore. Field services reported a small scab under the patient's right therapy pad. There was no alleged device malfunction contributing to the irritation. The patient was prescribed triamcinolone acetonide cream from a medical professional and the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open bleeding sore. Field services reported a small scab under the patient's right therapy pad. There was no alleged device malfunction contributing to the irritation. The patient was prescribed triamclnolne acetonide cream from a medical professional and the irritation improved. Supplemental report 9/29/2021: submitting report to correct section g4.